Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images revealed that there were thin dark streaks along the inner cannulations. They appeared to be flat against the surface and more like discoloration than deep scratches or material deposits. One image depicted some orange discoloration. A visual inspection revealed that the device was returned with a tip protector. There were minor signs of pitting and rubbing on the outer surface and inner surface, indicating use or rough sterilization. There were a few linear discolorations on the inner surface. At one connection, there appeared to be some corrosion. There was no debris. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed for scratched and discolored material. Factors that could have contributed to the reported event include rough sterilization processes, use of detergents above 11 ph, or use of abrasive tools on the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that after 5 time of washing the cannula in order of removing residual matter from the manufacturing process, the residuals matter like black residue, scratches and discolorations were still observed. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.